Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the patient's wound has healed.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had exposed cervical lead. Surgical intervention took place on (B)(6) 2024 where the physican opened the exposed lead incision, irrigated, sutured the lead down and closed the incision. The patient remained in the hospital and on IV antibiotics for a few days. It is unknown at this time if the wound has healed.